Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 10:00 pm for a high blood glucose level of 27 mg/dl. The customer stated that the threshold suspend did not alert the customer when the sensor glucose levels were displaying the wrong readings. The customer was sent new sensors and had their insulin pump replaced. No further information was provided.